Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not separate from the device, failing to deploy. Manual compression was applied. There was no reported patient injury. No visible device or package damage prior to use. The introducer sheath used (manufacturer, model, and french size) was unknown. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. Procedure was performed with a retrograde approach. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The target femoral site had not been closed with any closure device or manual compression in the 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and was locked against the handle assembly with an audible click. The exoseal vcd was securely locked with the vascular sheath introducer. However, the exoseal vcd and sheath introducer were not retracted until the indicator window changed to solid black. During retraction, the physician did not have their thumb on the plug deployment button, and no red color was observed in the indicator window. Deployment button was fully pressed and flush with the handle. There was no issue or damage to the deployment lever, and the device was not attempted to be deployed outside the patient¿s body. After removal from the patient, the plug did not separate from the exoseal vcd device. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h1, h2, h3, h4 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not separate from the device, failing to deploy. Manual compression was applied. There was no reported patient injury. No visible device or package damage prior to use. The introducer sheath used (manufacturer, model, and french size) was unknown. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. Procedure was performed with a retrograde approach. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The target femoral site had not been closed with any closure device or manual compression in the 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and was locked against the handle assembly with an audible click. The exoseal vcd was securely locked with the vascular sheath introducer. However, the exoseal vcd and sheath introducer were not retracted until the indicator window changed to solid black. During retraction, the physician did not have their thumb on the plug deployment button, and no red or black color was observed in the indicator window. The device was not released when the indicator displayed black-white. Deployment button was fully pressed and flush with the handle. There was no issue or damage to the deployment lever, and the device was not attempted to be deployed outside the patient¿s body. After removal from the patient, the plug did not separate from the exoseal vcd device. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) did not separate from the device, failing to deploy. Manual compression was applied. There was no reported patient injury. No visible device or package damage prior to use. The introducer sheath used (manufacturer, model, and french size) was unknown. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. Vessel diameter was =5mm, with no visible calcification, plaque, stent, or stenosis >50% at or near the puncture site. No evidence of preexisting hematoma, avf, or pseudoaneurysm. Procedure was performed with a retrograde approach. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The target femoral site had not been closed with any closure device or manual compression in the 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling and was locked against the handle assembly with an audible click. The exoseal vcd was securely locked with the vascular sheath introducer. However, the exoseal vcd and sheath introducer were not retracted until the indicator window changed to solid black. During retraction, the physician did not have their thumb on the plug deployment button, and no red or black color was observed in the indicator window. The device was not released when the indicator displayed black-white. Deployment button was fully pressed and flush with the handle. There was no issue or damage to the deployment lever, and the device was not attempted to be deployed outside the patient¿s body. After removal from the patient, the plug did not separate from the exoseal vcd device. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 7f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿¿ was not observed through analysis of the returned device since the device was received fully deployed with no presence of the plug. The exact cause for the issue reported could not be determined, especially since the condition of the device received did not match the event reported, since the device was received successfully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported event. It was reported that the exoseal vcd and sheath introducer were not retracted until the indicator window changed to solid black. It is possible that handling issues contributed to the reported event, since window indication is used to determined appropriately lever depression and consequent plug deployment. It is unknown if there were issues with the change in the indicator window that may have led to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.